Manufacturer narrative:
(B)(4). The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined. (B)(4).

Event description:
It was reported that during replacement procedure due to normal eir, after the rv lead was attached to the new ICD, noise was observed on the ventricular channel. Patient was asymptomatic. The device was removed from the patient and replaced. The patient was in stable condition after the procedure.